Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: this portable x-ray system's brake which locks the rotation of the x-ray tube from the top to the floor does not function due to an internal mechanical failure. The x-ray tube or image intensifier could swing over at any time and possibly hit the medical staff or the pt. There has been no harm to anyone.